Manufacturer narrative:
The reported issue occurred due to the previously reported issue in MFR (3007981285-2017-21210).

Manufacturer narrative:
An additional lot number was reported (lot # m017710). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 500-600's (mg/dl). The customer changed the supplies and administered a manual injection to address the bg level. Recommendation was made to consult with health care provider regarding diabetes management.